Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ischemic intestines, cardiogenic shock, ischemic heart disease, and patient outcome could not be conclusively determined through this evaluation. (B)(4) was not returned for evaluation. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU document is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was ischemic intestines, ischemic heart disease, and cardiogenic shock.